Event description:
It was reported that the unit wouldn't switch on even with the battery in and continuously rang an alarm. The fault occurred while checking the unit. The device was not damaged by the customer there was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation. Visual test was performed - found torn dso seal. Functional test couldn't be performed due to the nature of the issue. The customer's indicated failure was replicated and confirmed. The root cause was traced to a faulty pwa. As a result, the pwa and dso seal were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.